Event description:
It was reported the patient experienced symptoms of fever, anxiety, and inability to sleep on the day of the initial device and lead system implant procedure. New medications were administered and current medications were discontinued. The condition was resolved that same day. The symptoms were determined to be procedure related. The device and leads remain in use. The patient is enrolled in the capsurefix novus model 5076 lead MRI study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2013; 5076-58 implantable pacing lead (B)(6) 2013.